Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported three days post implant that right atrial (ra) lead perforation caused tamponade which required pericardiocentesis. The ra lead was removed and replaced. No further patient complications have been reported as a result of this event.